Event description:
It was reported that the patient with this implantable cardioverter-defibrillator (ICD) exhibited oversensing of noisy signals on the right ventricular (rv) channel. The oversensing of the noise signals led to inappropriate detection of ventricular fibrillation (vf) which subsequently resulted in delivery of inappropriate shock therapy. Subsequently, the patient was admitted to the hospital with a magnet tapped over the device to prevent further inappropriate therapy from being delivered until further evaluation by the physician could be performed. At this time, this ICD remains in service and there were no additional adverse patient effects reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that the patient with this implantable cardioverter-defibrillator (ICD) exhibited oversensing of noisy signals on the right ventricular (rv) channel. The oversensing of the noise signals led to inappropriate detection of ventricular fibrillation (vf) which subsequently resulted in delivery of inappropriate shock therapy. Subsequently, the patient was admitted to the hospital with a magnet tapped over the device to prevent further inappropriate therapy from being delivered until further evaluation by the physician could be performed. At this time, this ICD remains in service and there were no additional adverse patient effects reported.additional information received indicated that both the rv leads and the ICD were explanted and replaced. No additional adverse patient effects were reported.